Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the part of the cup that should lock the insert couldn't lock it.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the locking mechanism of the cup would not lock the liner in place, prior to surgery. The procedure was completed with another device with no delay or serious injury reported. No further information has been provided.